Event description:
Pt reportedly with no pre-op conditions that would affect the outcome of this type surgery was implanted with a glaucoma aqueosus shunt with valve. Original report indicated that the pt "lost the eye" (blindness)due to a subretinal choroidal hemorrhage secondary to "hypotony". The surgeon used a remf eg209v. The surgeon reportedly to the distributor that maybe the pt selection was not good. Later, the surgeon's secretary told the distributor that pt experienced detachmentof the retina and required more than 3 medical/surgical interventions.